Event description:
During a remote follow up, it was observed the patient experienced a monomorphic ventricular tachycardia (mmvt) in which atp was delivered for, which accelerated the arrythmia into the ventricular fibrillation (vf) zone as vf. Due to the vf the device then delivered two shocks that were unable to terminate the arrythmia. The third shock terminated the arrythmia. The patient was stable.